Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having excessive no delivery alarms. Customer woke up to blood glucose of 490 mg/dl. During troubleshooting, customer reported of trying all remedies. Troubleshooting continued and customer reported that insulin pump delivered insulin except when connected to the body. Customer was advised that no delivery may be due to a site occlusion. Customer was advised that different length infusion sets would be sent.